Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 23 mm sapien 3 ultra valve, through a 14fr e-sheath via transcarotid approach case. No abnormalities detected after removing the esheath from packaging or during prep. At the beginning of the procedure, there was some considerable force noted inserting the sheath via the transcarotid artery possibly due to entry access point via transcarotid approach. The esheath was completely inserted when it was decided to remove the esheath from the anatomy. The dilator was used to remove the sheath, and no withdrawal difficulties were experienced. On inspection, a small split at the distal end of sheath was noted. A new 14fr esheath was used by same transcarotid approach and procedure was successfully performed. No surgical intervention was required. The patient was well and has been discharged with no complications. As per medical opinion, it is suspected that the cause was due to operator issue and angulation of insertion.

Manufacturer narrative:
The product was not returned for evaluation. Review of procedural imagery provided by the site confirmed the sheath distal tip split and insertion difficulty in patient. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The esheath complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. It is to be noted, per the IFU do not force the sheath. If having trouble inserting the sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure the sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. This product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and esheath. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except on the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for sheath distal tip split and sheath shaft insertion difficulty in patient were confirmed. However, no manufacturing nonconformance was identified during the evaluation since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. A review of the DHR, lot history and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As per the case description, ¿there was some considerable force noted inserting the sheath via the transcarotid artery possibly due to entry access point via transcarotid approach¿ and that ¿it is suspected that the cause was due to operator issue and angulation of insertion.¿ there was also ¿moderate calcification and tortuosity¿ in the patient¿s access vessels. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ the combination of inserting sheath at a steep angle, calcification and tortuosity may have contributed to the resistance felt upon insertion of the sheath, as these factors create an obstructive pathway for the sheath. Additionally, it is possible that combined with calcification, the device was manipulated and/or additional force was applied to counter the insertion difficulty, which could have resulted in damage to the sheath distal tip. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (steep angle of insertion/excessive force or manipulation of the device) contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no corrective and preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product nonconformance or IFU/training deficiencies were identified during the evaluation, no product risk assessment is required.